Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. For the first firing, used a manual stapling handle and reload. The surgeon clamped the tissue, pushed the green button, and tried to squeeze the handle. However, could not fire the device. Then clamped the tissue again, pushed the green button, and tried to squeeze the handle. However, the handle was locked and stopped using the cartridge. Replaced by a new reload and tried to clamp the tissue, however, the neoveil sheet fractioned with the tissue and the sheet on the root of the cartridge side was detached from the anchoring suture. Replaced by another cartridge and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.